Event description:
Device 4 of 4: reference MFR report#1627487-2019-00679. Reference MFR report#1627487-2019-00682. Reference MFR report#1627487-2019-00685. It was reported the patient was experiencing ineffective stimulation. As a result, the system was explanted. The manufacturer representative was not present at the time of explant.